Event description:
Rptr's facility has received several complaints about the quality of MFR's condoms. Public health and emergency room have received about 45 complaints collectively. The condoms break easily during use, and they are not fitting properly (too small). Public health stated that these condoms are unfit for their intended use. Rptr has suspended and removed all stock for issue and use.